Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. The esu's settings were endo cut mode at effect 2, cut duration 1, and cut interval 5. The generator was used to remove a 1 cm polyp in the right colon. On the very last cut, the pt jumped, but there was no visible bleeding or perforation. However, the following day, a micro perforation was detected and surgery was performed on the pt to address the situation. The pt is now fine.

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. The generator was/is functioning properly within specifications. Also, no anomalies were found in the device history record for the unit. As a result, no failures/defects were found with the generator that would have caused or attributed to the event. Based upon past reported events of this type, there were probably many factors involved with incident. For example; use of the equipment, technique, and the pt's condition. However, no conclusive determination could be made as to the cause of the situation. To address this situation further, our clinical director performed additional clinical education at the medical center on 12/04/06 and 12/05/06 for the staff. Then, more in-service/case work at the facility was performed the following week by erbe reps. No trends have been identified with the reported issue. Erbe USA, inc. Is now closing the file on this event.